Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro was selected for use in an atherectomy procedure. During the procedure, the burr's rotation speed was unstable. The procedure was completed with another 1.50mm rotapro. No patient complications were reported. It was further reported that the patient status post- procedure was good.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro was selected for use in an atherectomy procedure. During the procedure, the burr's rotation speed was unstable. The procedure was completed with another 1.50mm rotapro. No patient complications were reported.